Event description:
A malfunction alarm identified as malf 12 occurred without any notable events reported prior to the incident. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller by providing pump reset information and helped with reconnecting the continuous glucose monitor, advising the customer to reload the cartridge and resume insulin delivery afterward. The customer was instructed to continue using the pump and to contact support if the malfunction reoccurred, which was understood and acknowledged by the caller.